Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device assessed, as unidentified (tear) opening (shell thickness was within specification). Double capsule: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed. A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional reported, intracapsular rupture on left device. Diagnosed via ultrasound. Later reported, "double capsule". The device has been explanted.

Event description:
A healthcare professional reported intracapsular rupture on left device diagnosed via ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular rupture on left device diagnosed via ultrasound.

Event description:
A healthcare professional reported intracapsular rupture on left device diagnosed via ultrasound. The device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.